Manufacturer narrative:
(B)(4).

Event description:
It was reported that the "physician went to attach the syringe to the helium port, the tip of the syringe broke off and got sucked up into the helium tube". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
Qn#(B)(4). Upon investigation of the returned sample, it was found that the device had no biological matter and was not used on a patient. The customer confirmed this as the event occurred prior to use. Therefore, the initial MDR, submitted on 06 june 2023, should be retracted.

Event description:
It was reported that the "physician went to attach the syringe to the helium port, the tip of the syringe broke off and got sucked up into the helium tube". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.